Event description:
Related manufacturer reference number: 3006705815-2024-00548. It was reported patient experienced ineffective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted.